Manufacturer narrative:
A service history review was performed and revealed the device had been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and the ultrasonic sensor was replaced. Review of the prior service record indicates that all service actions were completed during the prior return. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during testing at the biomed service department. There was no patient involvement. No additional information is available.